Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd.

Event description:
It was reported with the use of the unspecified bd vacutainer® sst¿ there was an issue with overfill. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the unspecified bd vacutainer® sst¿ there was an issue with overfill. There was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation: bd had not received samples from the customer facility for investigation; therefore, the customer¿s indicated failure mode with the incident lot was not observed. Bd performed a DHR / batch record review and no issues were identified. However, bd performed confirmatory testing in (B)(6) 2019 to determine if the stated issues from the journal article could be reproduced; product information was obtained, however the lots used in the original study were no longer available, so substitute lots were used. Bd pas was able to reproduce ft3 positive bias results (greater than 4.80%) using bd vacutainer® sst product with siemens immulite 1000 instrumentation, confirming the observations from the study, additionally further investigation has been initiated through CAPA(B)(4). The investigation is still on-going and improvements will be made as the potential causes of abnormal reported parameter are identified. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
The following fields have been updated with corrections: reason code for no evaluation: other. If other specify: see MFR narrative.

Event description:
It was reported with the use of the unspecified bd vacutainer® sst¿ there was an issue with overfill. There was no report of injury or medical intervention.